Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implanting surgeons are: dr. (B)(6). The revision/explanting surgeons are: dr. (B)(6). The following imdrf patient code capture the reportable event of: e2326 - excoriated dermatitis appearance to both vulval folds. E2317 - small granuloma at vaginal vault in midline. E2006 - sling mesh exposure. The following imdrf impact code capture the reportable event of: f1903 - removal of midurethral sling mesh exposure. F1905 - loosening of tension-free vaginal tape.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during laparoscopic hysterectomy, removal of tubes, vaginal repair, sacrospinous fixation, mid-urethral advantage fit placement and cystoscopy fitting surgical pelvic organ pessary procedures on (B)(6) 2018 for the treatment of uterovaginal prolapse and stress urinary incontinence. On (B)(6) 2018, the patient had her tension-free vaginal tape loosened. The procedure findings were as follows: 1. Tension-free vaginal tape was under mild tension. 2. No bladder or urethral injury during cystoscopy. 3. Mucosa was closed with 2-0 vicryl, although closure was difficult due to friable mucosa. Following the surgery, the patient developed a midline mid-urethral sling mesh exposure and a vaginal vault granuloma. Subsequently, on august 20, 2018, the patient underwent a tape removal procedure, a cystoscopy, and hydrodistension procedures. The procedure findings were as follows: 1. 1 cm midline mid-urethral sling mesh exposure. 2. A well supported vaginal vault and rest of vagina. 3. Fragile vaginal mucosa around left side of urethra. 4. Small granuloma at vaginal vault in midline. 5. Normal cystoscopy - no bladder injuries, mesh exposure, normal urine output and normal urethra. 6. Excoriated dermatitis appearance to both vulval folds (right worse than left) 7. Minimal blood loss. The patient was instructed to commence vaginal estrogen cream postoperatively in a few weeks.